Event description:
Healthcare professional reported "post operating rupture and deflating", "pain" and "tuberous breast malformation" via mammogram. This is for the left side. Device was explanted.

Manufacturer narrative:
Corrected data: g.3 aware date in supplemental medwatch 1 should have been listed as 02jul2025.

Event description:
Healthcare professional reported "post operating rupture and deflating", "pain" and "tuberous breast malformation" via mammogram. This is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "post operating rupture and deflating", "pain" and "tuberous breast malformation" via mammogram. This is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Laboratory analysis summary the device related to the reported events of rupture and breast pain was received on june 17, 2025, with lot number 1420377. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Clarification to d6a partial implant date: 2007 was provided.